Event description:
A customer reported observing the suppression of anti-hbs and anti-hcv test results. The investigation determined this event to be consistent with a malfunction which could result in inappropriate physician action. There was no report of patient harm as a result of this event.